Event description:
Dome detached during traction removal. Indwelling period was 215 days. The detached portion was removed endoscopically. Administration: oxatomide, minocycline, hydrochloride, nicotinamade. Nutritional liquid: racol. Vinegar was used for maintenance once a day.